Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -12.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. There was no patient injury.

Manufacturer narrative:
H6: type of investigation: 4110 lens work order search: one similar complaint type events reported for units within the same lot. Claim# (B)(4).